Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead for one year. It was noted that the patient experienced heart failure symptoms and showed up in the emergency room. Currently, this product remains in service and no additional adverse patient effects were reported.